Event description:
It was reported that the insulin pump alarmed motor error during bolus. It was also reported that the insulin pump was exposed to an MRI. Customer's blood glucose reading was 125 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Displacement test was not performed due to motor error alarms. Motor position encoder error alarm was not verified due to history file was overwritten. The device had cracked battery tube threads, reservoir tube lip, and reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.